Event description:
The facility's engineering found the bed exit would not alarm when armed.

Manufacturer narrative:
The facility's engineering has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.